Event description:
During a procedure it was reported catheter was not displaying on the carto3 unit. The issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. This event was reported on (B)(6) 2013. This catheter was received for further analysis. The catheter was visually inspected. On (B)(6) 2013 it was found the anchor window pu was broken and white foreign material was observed. Due to the condition of the catheter this event is now a MDR reportable event. The alert date was reset to (B)(6) 2013.

Manufacturer narrative:
(B)(4). During a procedure it was reported catheter was not displaying on the carto3 unit. The issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. This event was reported on (B)(6) 2013. This catheter was received for further analysis. The catheter was visually inspected. On (B)(6) 2013 it was found the anchor window pu was broken and white foreign material was observed. Due to the condition of the catheter this event is now a MDR reportable event. Upon receipt, the catheter was visually inspected and the anchor window pu (glue) was found damaged and some white foreign material was also observed. These conditions were not originally reported by the customer. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the material has a chemical composition of polyurethane (tpu), and this confirms that the white potential foreign material was in fact a different appearance of the same pu (glue) that is applied over the anchor window. On regards the damaged anchor window, no sharp edges or contamination were observed. No stress marks were noticed either. It remains unknown how the pu was damaged. The catheter was tested on eeprom, calibration test and carto 3 and catheter failed carto 3 due to some electrodes were blacked out. The catheter was then dissected and some electrical wires were broken. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint regarding the carto 3 issues has been confirmed.

Manufacturer narrative:
(B)(4).